Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized. The cause and details of the hospitalization are currently unknown. The customer was called twice after the initial communication, but she did not answer her phone. Two voicemails were left with contact information. The insulin pump was not returned for analysis.